Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported screen was cracked was barely readable, no delivery alarms and diminished battery life. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and device will not be returned for analysis.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Pump was received with a missing retainer ring and missing battery cap contact. Unable to do the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a missing retainer ring. Unit passed the active current test, sleep current test and self-test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2024 09:08:00.000 was found in the history files. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. No confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 in pump downloaded history. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer ring. The following were noted during visual inspection: corroded battery tube, cracked end cap, scratched lcd window (minor), scratched case, cracked keypad overlay, missing o-ring (reservoir tube), keypad overlay peeling, missing display window/cover, broken reservoir tube lip, stained keypad overlay, detached retainer, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label stained and faded; end cap address label faded and peeling). Unable to confirm unexpected insulin flow blocked alarm due to a missing retainer ring. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Missing battery cap contact was confirmed. Cosmetic damage was confirmed at the lcd window screen. Charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retainer ring, battery cap recall details were added with this report.